Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was in physical therapy for an unrelated reason, and noted after they do an activity on exercise balls they got a sensation down one side of the left side of their leg that they normally didn¿t have. The patient stated that it was a jolting, it would come and go and was more tingling on the one side of their leg. The patient noted that their physical therapist was asking them to lift 25 pounds of weight, which was too much for them. The patient also noted they worked at a credit union and bank, and they had to lift and move large bags of coins and cases of money. The patient was redirected to their healthcare provider regarding activity considerations. No further complications were reported.